Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, red particles on the shell, and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified two smooth crease openings and wear abrasion. Based on the device analysis the final assessment was two smooth crease openings assessed as fold flaw opening.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV and "already ruptured prior to surgery", per rga form. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade iii/IV and rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV and "already ruptured prior to surgery", per rga form. The device was explanted.